Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module needs to be replaced to address the issue. Determination made that unit will be scrapped. Additionally, the power management board needs to be replaced due to an error code concerned with the detachable battery life, which is not related to the test failure. E196 err_batt_low_state_of_health_det_li_ion means that the detachable battery life has declined due to use. The detachable battery is an optional accessory and a failure would result in use of the internal battery. The detachable battery power is used first, with the internal battery power as a back-up. Therefore this scenario would not result in a loss of therapy.